Event description:
It was reported that the manifold in merit's custom kit ruptured and contrast sprayed during a left ventricular angiogram. There was no harm or injury to the pt or staff and no one was sprayed by the contrast. The complainant reported that 10 devices were defective; however, no additional info was available regarding additional events.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Conclusions: the suspect device has been returned to merit for evaluation. A follow-up report will be submitted when the investigation is complete.